Manufacturer narrative:
The reported event of capturing problem was not confirmed. The device was returned for analysis and at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including capture test at nominal conditions indicated normal capture results. Additionally, visual inspection of the header did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient's pacemaker exhibited high threshold. It was also noted that the patient's left ventricular (lv) lead also exhibited elevated threshold. The pacemaker was explanted and replaced however no intervention was performed for the lv lead. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.